Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the paddle lead migrated. Patient noticed electrical surges through his pelvis and bladder. The most noticeable when he urinates. Rep stated that factors that may have led or contributed to the issue is that patient is back working physically demanding jobs. He stated he has been doing a lot more bending lifting twisting and pulling. (B)(6) 2018 checked impedance with normal results. X-ray showed slight lead migration, half a vertebral body below implanted location. Patient was reprogrammed as lead is still in good position over t9/t1. Patient stated the reprogramming felt perfect. The issue was resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.